Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer's blood glucose was 160mg/d at the time of the incident. Customer reported that they could not get insulin pump to get out of fill tubing process. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they received second series of beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer's called to get assistance. It was explained to the mother that the insulin pump was already being returned and replaced. Customer's mother reported motor error alarm while trying to clear previously identified priming issue. Troubleshooting for motor error could not be completed because pump was not worn by customer and previously prime issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.